Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient did not feel her implant was working well. She had to pee all the time and felt like she was going to have an accident. She has not had that in a long time. Patient confirmed stim was on by using patient programmer (pp). It was indicated she was on program 2 at 1.5v. Patient reviewed pp buttons and patient states she think she has been pressing the stim off button. Patient stated she kept her pp in her bag which was being thrown around during travels. Patient thought she had been turning stim off. The implant was verified to be on and patient would monitor symptom from now. It was noted that she has an appointment with healthcare provider on monday. Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient did not think the implant was working right because they would turn stimulation up and would feel it for 2 minutes and it would be great and then they wouldn¿t feel stimulation sensation anymore and would go back to leaking and peeing all the time. It was noted the patient knew this happened once before when the implant battery died and had to be replaced so they wanted to make sure that wasn¿t happening again. The patient had a sudden return of urinary symptoms that started ¿within the last week¿ ((B)(6) 2017). Once a month, when the patient had their period, it seemed like they peed more and their healthcare provider (hcp) told them that was part of their normal cycle with their body, and the patient had a hysterectomy so they don¿t get a period but their body still behaved that way. It was noted this had always been this way since they started getting their period prior to the device. The patient thought at first what was going on was part of their normal cycle but realized it wasn¿t when they started to pee more and more and desperately had to go and barely made it to the bathroom. The patient thought they went to pee 40 times yesterday. It was noted the patient did not feel stimulation and the therapy was on. Using the patient programmer to increase/decrease parameters and change programs was reviewed. The patient increased amplitude and stimulation on p2 and felt stimulation in the correct area (i.e. Bike seat). It was reviewed that it took time for the body to respond to therapy and for the patient to follow-up with their hcp if the problem does not resolve and symptoms don¿t improve to discuss possible program change. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.